Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that the patient had an MRI (magnetic resonance imaging) for her shoulder on (B)(6) 2015 and since then she believes her pump has not turned back on because she is in severe pain and her pain was not that bad prior to the MRI. The pain is going all the way and her legs are hurting really bad. The patient indicated that they planned to go to the hospital to have the pump checked. It was later reported that the patient felt she was having withdrawal since having a MRI. The pump had not been interrogated since the MRI. The patient was going to the emergency room (ER) to have the issues assessed. The implanting physician office would not allow her to have the pump read/checked there and the patient was getting the run around. The patient had been discharged from many local clinics in the (B)(6) area and therefore was the reason for having her managing physician in (B)(6). The pump was read in the ER and a motor stall recovery occurred. The pump was functioning normally. The ER doctor felt the increased spasticity was related to a urinary tract infection the patient was diagnosed with on (B)(6) 2015. There were no pump issues identified or other withdrawal symptoms noted by the ER staff. The pump was used to infuse baclofen.